Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. The device was fired on the pulmonary parenchyma with no issues but then became locked on the tissue. The flap used to open the load was blocked or had to have excessive force applied to remove the device. They needed to open the patient, extending the operation time by more than 30 minutes and the incision. Once converting to an open procedure three surgeons were needed to apply the force necessary to retract the blade and remove the device. The hospitalization was not extended due to the event. The incision was extended to convert the procedure to open, due to the difficulty in opening the device.